Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Sensor voltage was measured and failed. The transmitter was tested on a transmitter tester and was unable to connect resulting in failure. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter was having connection issues with the g5 application. Patient attempted to relinquish the transmitter and pairing to the device again but was unsuccessful. No additional event or patient information is available.